Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien inspected the device and replaced the backlight inverter pcb. The device passed all testing.